Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when checking spo2, all of the lights/numbers came on with each pulse. It was reported that the bottom segment was missing from the first character from the left. The customer reported that there was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.